Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette area. There were no visual indications of dried fluid within the cassette compartment and there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post 2 hour accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. A scale reading error warning occurred during the simulated treatment due to the heater tray rubbing against the top cover (front panel side). The simulated treatment was resumed after the heater tray was adjusted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested negative for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler at treatment end, step 9 of a patient¿s pd treatment. The pdrn reported receiving no alarms prior to the leak and the treatment was completed on the cycler. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. A new cycler was issued to the clinic. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that the patient was already on antibiotics due to catheter replacement peritonitis and did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The clinic has received a new cycler, however the unit has not yet been used. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The lot number of the cassette was unknown. The cycler was scheduled to be returned to the manufacturer for physical evaluation.